Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon was oversewing the gastric pouch; closing the instrument handle around tissue and toggling to pass the needle. Upon opening the instrument jaws, the needle was lost. Some dissection around the tissue occurred where the needle was lost and an x-ray was taken. The needle could not be located laparoscopically. The procedure was converted to open to locate the needle.